Manufacturer narrative:
Device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive tests and a member of the technical support group was able to perform data analysis. Investigation summary: lot: 21596c: the complaint history was reviewed and there were no previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. Lot: 24215f: the complaint history was reviewed and there were two previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
Customer reported receiving two (2) false positive results on (B)(6) 2022 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn: (B)(4), lot: 24215f/21596c, reader sn: (B)(4). A third cue test performed on the same day provided a negative result. Customer also tested negative with two confirmatory pcr tests on an unknown date. Customer had no symptoms and had three doses of the vaccine. Customer confirmed tests were stored within proper temperatures and conditions.